Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that the buttons on the insulin pump are malfunctioning. The customer reported that the insulin pump keeps cycling up as if the up arrow is being pressed. Customer's blood glucose level at the time 360mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up arrow button due to moisture damage at the keypad traces. No ramping numbers or scroll bar moving on its own noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.